Event description:
It was reported the patient experienced a loss of therapeutic effect and stimulation was intermittent. Stimulation was initially good, but then the patient lost stimulation three days previous to this report. No known accident or incident was reported in relation to this event. Palpating could cause stimulation changes. When the patient was standing, they could not feel stimulation at 10v unless the implantable neurostimulator (ins) site was pressed. It was stated then they could 'really' feel stimulation in target area. Impedances greater than 10,000 ohms were also reported. Electrodes 7 and 15 were out of range, while the other pairs were in normal range (600-700 ohms). When using electrodes 0-7, the patient initially could feel stimulation while sitting, but will then lose stimulation sensation. Stimulation could only be felt using electrodes 8-15 if the patient put pressure on the ins. Reprogramming was tried, but that 'had not addressed the issue.' Electrodes 7 and 15 were not used in programming. About two and a half weeks later it was reported the patient had surgery. The leads and battery were cleaned off. It was stated 'there were a few lead out of impedance.' It was unclear if the reporter was referring to the electrodes. It was further stated that a different program was used. It was indicated the patient was doing 'good.' A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated during the patient¿s lead revision procedure, the physician reported ¿he may have seen some old blood in the socket.¿ it was noted the physician ¿did insert and wipe several times¿ and the physician was noted to have been ¿unsure if he got all the blood out.¿

Event description:
Additional information indicated that electrodes 3, 4, 7, 8, 14, and 15 were all >10,000 ohms.